Event description:
It was reported that the central control monitor (ccm) was blank upon boot up. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) performed multiple start-ups and shutdowns and was unable to duplicate the reported issue. Logs were pulled and assessed with the manufacturer's technical support specialist with no errors found. The ccm passed the self-test. The unit operated to the manufacturer's specification.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.